Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink vented nitroglycerin set broke. The reporter stated that the ¿set snapped/broke off about one (1) inch from the end of the tubing when the patient was wheeling his IV pole out of the bathroom and sat down into a chair.¿ the reporter stated that the patient had not tugged on or stepped on the line, and that this led to unknown medication leaking on the patient's pants. This occurred during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The reporter stated that the end of the set snapped off at the distal end, closest to the patient. Evaluation summary: the device was returned for evaluation. Visual inspection of the device showed that the one piece male luer lock was missing. This confirmed the reported condition. Further microscopic inspection identified that there was not a visible plow ridge present on the tubing end. The remain solvent bonds were pull tested with no failures noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the separated component could not be determined. Should additional relevant information become available, a supplemental report will be submitted.